Event description:
It was reported that the patient experienced unspecified issues with a previous unknown penile prosthesis. A replacement surgery was performed. The patient was said to be doing well. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.